Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they "had electrical problems" and the patient's device needs to be checked. Additional information has been requested, however, is unavailable at this time. The device remains in use. No patient complications have been reported as a result of this event.